Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps was analyzed, and thermal damage was found on the bipolar yaw pulley. The instrument had an exposed electrode on one of the bases of the forceps grip. The fenestrated bipolar forceps passed the electrical continuity test. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a sterile routine, the plastic at the jaw tip of the fenestrated bipolar forceps instrument was found damaged. The nurse contacted the clinical surgical representative (csr) and proceeded to retrieve the instrument from the facilities. There was no report of patient involvement.